Manufacturer narrative:
On 4/29/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, the sample was found to be ruptured. Additionally, a crease/fold was found on the edges of the tear. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/2020, mentor became aware that the replacement devices used on (B)(6) 2020 were catalog number 3502501bc; serial number (B)(6) on the left side and catalog number 3502501bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 3/13/2020, mentor became aware that as a result of left deflation, the device was explanted on (B)(6) 2020. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with a 525cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. On 3/13/2020, mentor became aware that as a result of left side rupture, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6)2020, mentor became aware via operative report that patient was 49 years old, experienced minimal breast ptosis in addition to leaking left side implant and underwent bilateral implant exchange on (B)(6)2020. Manufacturer¿s reference number: (B)(4).